Event description:
It was reported that the day after implant the patient felt lightheaded. The atrial lead was dislodged and not sensing. During the procedure to replace the lead it was noted that the ventricular lead was not functional. The ventricular lead was replaced as well. The patient is enrolled in the (B)(6). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant: 457453 lead 2009-(B)(6).